Event description:
The nurse reported that while the bis is connected to the bedside monitor, it is not displaying a numeric value on the bis, and the waveform intermittently disappears. They stated they had already swapped out both the bis module and the connecting cable, but the issue persists. The setup includes a dau connected to a bsm-6000. Tech support (ts) advised that since replacing the bis and cable did not resolve the issue, further troubleshooting would be required by biomed. Recommended checking or swapping the dau, bsm, or transport unit. No patient harm was reported.

Manufacturer narrative:
The nurse reported that while the bis is connected to the bedside monitor, it is not displaying a numeric value on the bis, and the waveform intermittently disappears. They stated they had already swapped out both the bis module and the connecting cable, but the issue persists. The setup includes a dau connected to a bsm-6000. Tech support (ts) advised that since replacing the bis and cable did not resolve the issue, further troubleshooting would be required by biomed. Recommended checking or swapping the dau, bsm, or transport unit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.